Event description:
Customer reported that while patient was set up for an IV, the dial a flow leaked at the dial. The set was switched out with no harm to the patient and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4): an investigation could not be performed. Reporter indicated that the device was discarded and is not available for evaluation. The cause of reported problem is unknown.